Event description:
It was reported that the patient had a fall down a flight of stairs a while back and got a tremor in his leg. He had the system replaced. The reporter did not have details as he was not the managing urologist. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v260970, implanted: 2009-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
Additional information received noted that the cause of the event was the patient fell. Replacement of the ins and lead was noted. The patient recovered without sequelae.